Event description:
The pt was implanted with an ipg on (B)(6) 2008. It was reported that she suffered a fall impacting the ipg, and since that time is unable to establish communication with the device using either the programmer or charging system. An x-ray was taken; however, no visible anomalies were observed. Surgical intervention will be undertaken at a later date to replace the pt's ipg.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.